Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the user facility determined the heart lung machine (hlm) was at less than 1.000 amp hours (ah), but was charging. The date logs showed that the central control monitor (ccm) was changing dates on its own likely causing the red battery condition. A loaner ccm was ordered. The suspect unit was returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) platform was showing a red battery status. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. He observed the central control monitor (ccm) to function as intended throughout the procedure.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. Per data log analysis, on (B)(6) 2018 the system is shutdown at 4:27 pm. The next time the system is powered up the date changed to (B)(6) 2009. This indicates a problem with the central control monitor (ccm) since the customer did not change the date. When the system is shut down the date had not been corrected. The next power up the date was (B)(6) 2018. This would cause the reported red light emitting diode (led) since the system believed it was powered down for years. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.